Event description:
Customer called to report that the cartridge chemistry (cc) sample shear valve of the unicel dxc 800 synchron system was leaking. The leaking ceased when customer clamped off the water supply. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the cc syringe valve was leaking. The fse replaced the cc syringe valve, which resolved the issue. The fse then tested calibration and quality controls on the instrument, which recovered within specifications. The fse then verified instrument performance to ensure that the repairs performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).